Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during a device change out the right ventricular lead exhibited an increase in impedance and capture threshold when connected to the new device. Noise indicative of a fracture was noted. The lead was capped and replaced without complication to the patient.